Event description:
Same as MDR# 6000093-2007-00590, 6000093-2007-00591. It was reported that 6 days post a coronary drug eluting stenting treatment procedure, thrombosis and dissection occurred. Per the procedure notes, the patient presented with mildly elevated troponins and increasing exertional chest pain and pressure and shortness of breath, suggesting angina. The left anterior descending (lad) had 50-60% stenosis just before the takeoff of the major diagonal branch. After the major diagonal branch, the lad became a much smaller vessel and had an ostial bifurcating lesion with 95-98% stenosis. It was a discrete, short lesion. The physician advanced a 2.5x10mm cutting balloon of unknown type and crossed the lesion at the bifurcation into the mid lad and inflated the balloon up to 7 atmospheres (atms) for 65 seconds and 10 atms for 60 seconds. Because there was still recoil to 50-60%, it was elected to try and thread a non-bsc marker wire down the diagonal as a safety wire. A 2.5x15mm maverick balloon was also placed in the diagonal to make sure it could still be passed if the stent struts were sticking out into the diagonal ostial. A 2.5x8 mm taxus drug eluting stent was deployed and attempts were made to place it at the bifurcation of the ostium of the lad, but it did not cover the ostium very well. It was deployed at 14 atms for 60 seconds and there was still tapering down of 50-70% at the ostial diagonal. It was elected at this point to try to do kissing or v stenting in order to cover the diagonal and the lad adequately since the diagonal was actually bigger than the lad. Guide catheter and guide wire were taken out, and a 6fr sheath was exchanged for an 8fr left guide catheter. The marker wires were placed back down the diagonal and lad and a 2.5x8mm taxus drug eluting stent was placed on the lad at the bifurcation and a 2.75x8mm taxus drug eluting stent was placed at the bifurcation in the diagonal. They were sticking back into the main lad as well as subsequently the 2.5x8mm taxus stent in the lad was deployed at 8 atms for 60 seconds and then 8 atms for 60 seconds, and then the 2.75x8mm taxus stent in the diagonal was deployed at 10 atms and 8 atms. The lad stent did not appear fully deployed, and it was inflated again to 12 atms in the lad and 6 atms in the diagonal. Balloon inflations were done in lad at 10 atms and 12 atms in the diagonal. Both stents were fully deployed at 12 atms at one point. This opened them well to 0% in the diagonal an 1-20% at most of the lad with no evidence of dissection and the lad proximal to the bifurcations was widely patent and reduced from 50-60% down to 0% in that segment. Medications used during the procedure included integrillin, lovenox, heparin, demerol, phenagran, and plavix. Six days later, the patient experienced chest pain and an EKG showed anterolateral st elevation. There was a visible dissection distal to the lad stent which the physician thought caused the thrombosis. A non-bsc wire was advanced up to the distal lad and a second non-bsc wire was advanced up to the distal diagonal. A 2.5x15mm maverick balloon was advanced over the wire to the lad and then another 2.5x15mm balloon was advance over the wire to the diagonal. They were both inflated to 10 atms. Post inflation there was timi-3 flow with residual clot involved in the lad and diagonal stents. Then a 2.5x8mm quantum balloon was advanced to the diagonal, and a 2.75x8mm quantum balloon was advanced into the lad. Multiple simultaneous inflations were made in the lad. Post inflation, there was good apposition of the stent with no residual. There was loss of first septal branch with clot, and there was still clot just before the stent in the lad, and there was also clot in the proximal diagonal. A second non-bsc wire was advanced over the first non-bsc wire and a 2.75x12mm taxus drug eluting stent was advanced and deployed at the lesion site with 13 atms. Post inflation, there was good apposition of the stent with timi-3 flow in the lad and diagonal, timi-1 in the first septal branch and timi-3 flow in the second septal branch. Medications used during the procedure included heparin and integrillin. Plavix was prescribed for a minimum of one year, with aspirin prescribed indefinitely. The patient condition is listed as okay.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.